Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review could not be performed, however based on the serial number the device was manufactured in 2007. The instructions for use (IFU) states: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an excessive impact was applied on the distal end or that the product has been used for much longer than its service life and the subject part deteriorated.

Manufacturer narrative:
The device was returned to olympus for an annual evaluation. During the evaluation, a loose probe unit was found peeled. The insulation test had a low reading. The light guide tube had scratches and peeling. The insertion tube had a gap between the boot and the grip cover. The 'a' rubber glue was found to be cracked. No other issues were observed during the evaluation. If additional information is provided a supplemental report will be filed.

Event description:
A cracked cover was found on a videoscope during the annual inspection. No patient involvement was reported. No additional information has been obtained.